Event description:
The hospital reported to the distributor that during an off pump procedure the rigid foot on the stabilizer broke off at connection point with arm. No other information was provided by the distributor. The distributor did not report any patient complications.